Event description:
Healthcare professional reported right side rupture per MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on radius side assessed as fold flaw opening (shell missing assessed as inconclusive). Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture per MRI. Device remains implanted.